Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol kugel patch (device #1)may have caused or contributed to the reported event. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records or details have been provided related to the nature of the patient's alleged injuries. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol kugel patch(device #2). An additional emdr was submitted to represent the bard/davol kugel patch(device #1).

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol kugel(device #1). On (B)(6) 2014:the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #2). On (B)(6) 2014:the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the two (2) kugel hernia patch (device #1 and device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol kugel (device #1). (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #2). (B)(6) 2014: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the two (2) kugel hernia patch(device #1 and device #2) the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with inguinal hernia thereby underwent open repair with the implant of kugel patch (device #1). Per operative notes, ¿the hernia sac was reduced and a kugel patch (device #1) was placed and sutured. (B)(6) 2014 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of kugel patch (device #2). Per operative notes, ¿the previous mesh (device #1) appeared to have contracted and a kugel patch (device #2) was placed posterior to the previous mesh (device #1) covering the defect and sutured." (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia (x2), left inguinal hernia thereby underwent laparoscopic repair with implant of synthetic meshes (x2). Per operative notes, ¿a small left indirect inguinal hernia was identified and a synthetic mesh was placed and sutured. Next, a large right indirect inguinal hernia was identified and a synthetic mesh was placed and sutured." Attorney alleges that the patient had mesh migration, mesh shrinkage, nerve damage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol kugel patch (device #1)may have caused or contributed to the reported event. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records or details have been provided related to the nature of the patient's alleged injuries. . Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of kugel patch, patient was diagnosed with pain, hernia recurrence. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-sep-2014) is considered to be a best estimate. This supplemental emdr represents the kugel patch (device #2). An additional supplemental emdr was submitted to represent the kugel patch (device #1). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.